Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a battery life issue with corrosion. The reporter stated the battery life is very poor and corrosion in the form of a white powder was noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/19/2013 device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: during investigation, the black box verified that fully charged replacement batteries were not being used. The battery compartment and battery cap spring were corroded. Two cracks in battery compartment. One at the threads, the second at the case seal. Leak test failed due to battery compartment cracks. Turned cap one full turn with out loss of power. The battery cap measurements were within specifications. All current readings were within normal specifications. Opened pump inspected power circuit and no further defects found. Low voltage in replacement battery. Display was faded and pink. All of the buttons were intermittently unresponsive. Evaluation revealed that there was contamination under all buttons. (B)(4).